Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol haptic was loose. The iol was not implanted. The procedure was canceled and the patient remained aphakic. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. The iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface with solution. We are unable to determine the root cause for the reported complaint - haptic loose. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (broken/torn haptic) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem.the manufacturer internal reference number is: (B)(4).